Manufacturer narrative:
The depth limiter has been returned and is bent. No suture or t¿s were returned. There is a notable bend of the device¿s delivery needle. It is bent to the left and the distal tip is also bent upward. This indicates resistance and difficulty reaching desired surgical location. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The device cycles and retracts with some hesitation due to the damage. No root cause related to the manufacture of the device can be established. Device history record review found no anomalies during the manufacturing of this lot. Use error cannot be ruled out as a contributing factor to this event.

Event description:
It was reported: the second t´s not triggered. No patient injury or complications were reported.